Event description:
Information from trial database. Ruptured acom aneurysm coiling with 3 coils. Qc-5-15-3d, qc-5-15-helix, qc-4-10-helix complication: the thromboembolic occlusion of the right anterior cerebral artery by anterior communicating artery occlusion due to coil bulking/protrusion adverse event: right anterior cerebral artery occlusion with severe cerebral infraction and mass effect. Death.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information: foreign countries registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in many foreign countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.